Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that the threshold measurements on this lead had gradually increased from 2.4v at 0.5 ms at implant to 2.7v at 0.8 ms on (B)(6) 2017 and to 3v at 1.5 ms and programmed at 4.5v at 1.5 ms. Pocket stimulation observed when programmed to unipolar at 4v at 1 ms and greater. The impedance and sensing measurement were stable. There was an atrial pacing lead impedance out of range greater than 3000 ohms on (B)(6) 2018. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).